Event description:
Rn was changing dressing and dressing was removed and found that the pcvc cracked off at the hub of the catheter. Remainder of catheter pulled out to insertion depth with remainder of catheter in place. No harm to patient.